Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported in a journal article that the purpose of the study was to evaluate the mid-term to long-term outcomes of total hip arthroplasty (tha) performed with a cementless trochanteric sparing short stem through a direct anterior approach (daa). The study reviewed 755 hips in 667 patients (412 female / 343 males). All patients received a cementless fitmore stem with either a continuum (48.6%) or trilogy (51.4%) shell with a poly liner. The indication for surgery was painful hip unresponsive to conservative treatments requiring a tha for treatment. The study population had a mean age of 48.9 years at time of surgery (range 18-83 years). Follow-up was conducted at 2-4 weeks, 3, 6, and 12 months, then annually or biennially thereafter with a mean length of follow-up for 10.52 years (range 3-13 years).

Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. G2: foreign: iran. G4: device information has not been provided to identify the associated 510k. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. X-rays were provided in the journal article however it is unknown if it is related to this patient. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. Mortazavi, sm & irani, pouya & poursalehian, mohammad & mahanrad, mahsa & mirghaderi, peyman & razzaghof, mohammadreza & saberi, sadegh. (2025). Mid-term to long-term outcomes of total hip arthroplasty using a cementless trochanteric sparing short stem through direct anterior approach: a single-center study. Arthroplasty today. 32. 101623. 10.1016/j.artd.2025.101623.